Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot #: (B)(4), implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 14-oct-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-07-18, (B)(4) (con, rep, hcp): information was received from a consumer regarding a patient who had an implantable neurostimulator for gastrointestinal/ pelvic floor. It was reported that patient originally got the stimulator in 2016, but the stimulator never worked correctly. Patient clarified and explained that what they needed the interstim for was to "begin the urination process"; however, the implant "just didn't work", even after they would turn on water to begin the urination process. Patient reported that their managing healthcare professional (hcp) finally went in and checked the system. Patient stated that the interstim was not hitting the nerves right, so they "fixed it" on (B)(6) 2018. Patient states that manufacturer representative (rep) was present at the procedure to get the issue fixed. Patient noted that during the procedure patient was talking to the hcp to let them know when she could feel the stimulation. But since (B)(6) 2018, whenever they go to a store with security poles, they would get shocked in their vaginal area that was very painful. Patient stated that it was like getting electrocuted. Patient's made several attempts to get a hold of their hcp but was told their rep had not heard of it but unknown if the rep was ever made aware of the shocking issue. Furthermore, since getting shocked, they had not been going to the bathroom right. Regarding the shocking, the patient did state that they had the implant on when they would get shocked when entering stores with security poles. Patient also stated that when they went through the scanner with a person on either side of them, they did not get shocked. It was reviewed that the patient should consider turning the interstim off when passing through them, and to consider getting the interstim checked in person to confirm system integrity. Additional information was received on 2018-dec-10 with the hcp reporting that the cause of the stimulator not working right had been unknown. The report of shocking when entering stores was also unknown. The hcp noted they have informed patient to change the amplitude of interstim or turn of while walking into stores. Furthermore, the rep stated that the actions taken to resolving the shocking/electrocuting and not going to the bathroom right was hcp replaced the lead. No further complications were reported or anticipated.

Manufacturer narrative:
Other relevant device(s) are: 3889-28, lot#: va1blbt, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer's representative reported that the lead was replaced on (B)(6) 2018. It was noted that the replaced lead had been discarded and would not be returned for analysis. There were no further complications reported or anticipated.